Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information reported stated that there was no loss of capture and was erroneously reported. The cause of death was unknown. No further information was available.

Event description:
It was reported that after the lead was sutured and attempted to be connected to the pulse generator, the patients heart rate decreased. The lead exhibited loss of capture. The physician performed multiple attempts to rescue the patient but the patient deceased. There is no allegation from a health care professional that suggests that the death was device related.